Event description:
It was reported that the patient's left ventricular (lv) pace/sense lead had high thresholds and was unable to capture the heart when connected to the device. A request for possible alternative options was made. The serial number for the lead was found to be incorrect and no other information regarding the lead model, lead status, patient, doctor or hospital is now available. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.